Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced sensory and motor impairment in both legs during a permanent implant procedure. A CT scan was taken and showed no anomalies. Follow up information identified the patient is doing better and is at home and receiving physical therapy. The patient has regained complete sensation and is ambulating with a cane. The issue is resolved.